Event description:
A report has been received from a hemodialysis user facility rn who reported the following event: "when attempting to twist lines from the access flow test, the venous line cracked. The pt lost approximately 100 cc blood." The facility has been contacted for additional info on this event. It has been learned, in speaking with the initial reporter, that the machine had alarmed to indicate that the access flow test was to be started. The rn then went to position the line into the position for testing when the venous line separated at the glued area of the twister and resulted in a separation. The nurse also reported that she was able to return most of the blood back to this pt. The pt was then re-started on dialysis and was able to complete the prescribed treatment. Reportedly, this pt is fine from this event and was discharged to home when this treatment was complete without further incident. There is no sample to evaluate.